Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the tip of the device fractured and fell into the wound. The physician was able to find the tip and remove it without additional surgical intervention. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Device has not yet been received from the customer.

Event description:
It was reported that during a surgical procedure at the user facility the tip of the device fractured and fell into the wound. The physician was able to find the tip and remove it without additional surgical intervention. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.